Manufacturer narrative:
G4:29dec2020 b4:(B)(6)2020 the ui board (pcba,ui 2nd gen, v60) was returned for evaluation.visual inspection revealed no anomalies. A failure investigation (fi) technician installed the ui board into a fi ventilator to duplicate the reported issue. During the unit testing the ui board was installed in the fi test ventilator to verify and test its functional integrity as well check for alarms and errors. The returned ui board was tested and either contamination or thermal-related issue was identified. The fi technician identified the pcb traces connecting the on/off switch signal through the board from the switch overlay connector to the pm board connector. The customer complaint was verified and root cause is contamination on pcb. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
It was reported to philips that the device had been under standby for about two days after use on a patient. The power turned on even though the power button was not pressed. The device was not in use at the time of the event. There was no report of patient or use harm.

Manufacturer narrative:
G4: 21oct2020 b4: (B)(6) 2020 the device was evaluated by an international service technician and the reported issue was confirmed. The service technician replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the reported issue and the device passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.